Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "system error 322" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received, a f/u will be sent. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During the eval of a returned spectrum infusion pump, 1 occurrences of "system error 322" alarm was identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.